Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for bowel dysfunction/sacral nerv stim. Pat ient reported ¿it worked perfectly¿ while they were using therapy. After a death in the family, the patient misplaced their programmer and stopped going to their physician. In (B)(6) 2017 patient was in hospital for surgery; they had their discs fused in their back. They needed to turn the patient¿s ins off so a manufacturer representative walked them through the process. During surgery, on (B)(6) 2017, the patient¿s physician had to take the ins out and move it because it was in the way. Since surgery, patient reported their ins had been in an uncomfortable spot and that it was more painful than the disc surgery itself. Poor communication was reported. Patient was redirected to their physician and patient stated they would consult with their physician about having their ins taken out because they felt like they no longer need the therapy. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.